Event description:
Speaking valve was placed approximately 2 months ago. Patient called with complaints of "leaking issues" approximately 6 weeks after speaking valve was placed. Patient came in for reassessment the following day after notifying this facility. Patient valve was leaking. It was removed and noted to be warped which was causing leaking. Patient reported the leaking started on the first day of valve placement but did not notify the facility or staff until approximately 6 weeks later. The valve is being sent back to the manufacturer for reassessment.